Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that when the inner cannula was inserted into the outer cannula, it was observed the inner cannula protruded out of the outer cannula, this protrusion was measured and the reading was out of specification. It was reported that there was discomfort when wearing the tracheostomy cannula which led to slight bleeding. A potentially related device issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: all inner cannula with twist-lock connectors provided in this package should not be used on any other tube because they are fitted to the exact length of this tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient felt discomfort when wearing the tracheostomy cannula which led to slight bleeding. When the cannula was removed, the patient noticed that the inner cannula was longer than the body of the cannula by a few millimeter and caused a protruding end injuring the inner part of the trachea. The entire tracheostomy was replaced.